Event description:
Pedicap co2 detectors came out of the package already partially yellow and do not change color. Packages appear to be intact. I have 3 that will get sent back to the company. Lot #s 1329266, 2033000, 1318128.